Event description:
Information received from the hcp via study report shows the patient had a loss of therapy benefit in february 2006. Patient indicated that the stimulation caused her to have left lower extremity weakness and a gait disturbance. The decision was made to abandon the therapy. Additional information shows the patient's gait did not improve after therapy was abandoned. No report has been received of device explant and the product has not been returned to the manufacturer for evaluation.

Event description:
Additional information reported the system was explanted and not replaced.

Event description:
Additional information reported the event was ongoing with no further action needed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).